Event description:
It was reported that device movement/shift occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but did not meet release criteria. The closure device was proximal to the ostium. The physician determined that the benefits outweighed the risks and opted to release the device. At an unknown date, the patient returned to the hospital for a follow up appointment for exacerbated heart failure symptoms and atrial flutter. A transesophageal echocardiogram (tee) was performed and the imaging showed that the closure device had shifted more proximal. The physician cardioverted the patient to treat their atrial flutter. The watchman closure device was evaluated after the cardioversion, and it did not shift further. The physician determined that the closure device was at risk for embolization and should be removed via cardiac surgery. An explant date was scheduled for the next 24-48 hours. The patient did not experience any complications as a result of this event.

Event description:
It was reported that device movement/shift occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but did not meet release criteria. The closure device was proximal to the ostium. The physician determined that the benefits outweighed the risks and opted to release the device. At an unknown date, the patient returned to the hospital for a follow up appointment for exacerbated heart failure symptoms and atrial flutter. A transesophageal echocardiogram (tee) was performed and the imaging showed that the closure device had shifted more proximal. The physician cardioverted the patient to treat their atrial flutter. The watchman closure device was evaluated after the cardioversion, and it did not shift further. The physician determined that the closure device was at risk for embolization and should be removed via cardiac surgery. An explant date was scheduled for the next 24-48 hours. The patient did not experience any complications as a result of this event.

Manufacturer narrative:
H6 impact codes: imaging required f2203 added.

Event description:
It was reported that device movement/shift occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but did not meet release criteria. The closure device was proximal to the ostium. The physician determined that the benefits outweighed the risks and opted to release the device. At an unknown date, the patient returned to the hospital for a follow up appointment for exacerbated heart failure symptoms and atrial flutter. A transesophageal echocardiogram (tee) was performed and the imaging showed that the closure device had shifted more proximal. The physician cardioverted the patient to treat their atrial flutter. The watchman closure device was evaluated after the cardioversion, and it did not shift further. The physician determined that the closure device was at risk for embolization and should be removed via cardiac surgery. An explant date was scheduled for the next 24-48 hours. The patient did not experience any complications as a result of this event.